Manufacturer narrative:
We received 1 used and 7 unused samples. We tested the samples: the tip of the used catheter was sharp when tested. The other 7 unused catheters were not sharp at all, there was no deviation. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the information received, catheter has sharp edge, a little blood came, poor flow, emptied not really. Difficult to insert the catheter. The patient does not know where the catheter was sharp. It does not seem that catheter drains urine out completely. Blocked urine flow? The enduser is doing well now.